Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "breast augmentations spanning from 1995 to 2016 with revisions from rippling. Implant rupture, encapsulation". This is for a left side. Device has been explanted.